Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a prostyle device after an interventional transcatheter aortic valve replacement procedure with a 7f sheath. Reportedly, following the deployment of the sutures, the footplate of the device did not retract completely resulting in resistance when the device was removed. The device was removed using excessive force and it separated at the guide. The distal end of the device was removed with surgical cut-down. Hemostasis was achieved with manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D6: device code 2017/excessive force added.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: "the safety and effectiveness of the perclose¿ prostyle¿ smcr system have not been established in the following special patient populations:... Patients with femoral artery calcium which is fluoroscopically visible at access site." Per case details "the footplate of the device did not retract completely resulting in resistance when the device was removed. The device was removed using excessive force and it separated at the guide. The distal end of the device was removed with surgical cut-down." It should be noted that the electronic perclose prostyle instructions for use (eifu), states: "do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair."). Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot, interactions with calcified tissue, or posterior cuff partly deployed in the foot. This failure then led to the additionally reported device code entrapment of the device. The entrapment of the device then required excessive force to remove the device leading to the material separation. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.